Manufacturer narrative:
Health impact grid updated.

Event description:
It was reported to philips that EKG is not working. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.